Event description:
Customer reported that pump required several taps to respond to input. No adverse impact to the customer's blood glucose level was mentioned. No action was required as the customer declined a callback, and there was no further resolution stated.